Manufacturer narrative:
(B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This medwatch report is in response to receipt of a sus voluntary event report mw# 5090000. Attempts to obtain the device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a topical skin adhesive was used. During procedure staff opened sterile product and found a hair in the package. The item was not used and new one was opened to the sterile field. There were no adverse consequences to the patient.